Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are : product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that there was no explanation for the short circuit.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, lot/serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: extension, ubd: 21-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. The rep reported a revision, they were in the operating room (or) and did not have information about the revision. The rep also reported that they identified a possible short circuit, further mentioning that they ran therapy impedances with the clinician programmer and got the following. 3.7v 60usec 130hz 2-3+ 133 ohms, 21.95ma when the rep ran therapy impedance with the clinician tablet with same settings: 597ohms ~6ma the rep ran the same therapy impedances tests again with the clinician programmer/tablet and the issue had resolved- ~550 ohm range, ~6ma range. The rep was concerned about the possible positionally related short, noting that initially patient was sitting up and the impedance tests occurred again while lying down. The rep extended life of the ins to 2023. It was also stated that in the last impedance test with the clinician tablet, all monopolar were in 400 ohm range. No further patient complications were reported/ anticipated as a result of this event.